Event description:
As reported by the edwards' affiliate in japan, a left ventricular perforation caused by a guidewire was reported during a tavr procedure. The guidewire (savvywire) was used for transfemoral tavr procedure to implant a 23mm sapien 3 ultra resilia valve. There was significant resistance when the commander delivery system was advanced into the 14f esheath+. It was determined that the perforation was caused by the resistance. Hemostasis was achieved through thoracotomy. The thv valve placement was completed without any issues. The device was discarded at the hospital and would not be returned for evaluation.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for resistance was confirmed. In this case, while it was reported that the patient had mild tortuosity and calcification, no imagery was provided for objective assessment. Furthermore, it was noted that the insertion angle steepness was unknown. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections b5, g6, h2, and h6 (impact code) were updated. Section b2 was corrected.

Event description:
Additional information received indicates that the patient passed away on post operative day 4 due to bleeding resulting from the left ventricle perforation.